Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2xkqg); product type: 0200-lead; implant date: (B)(6) 2024; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they have been having difficulty with the handset and it has been a struggle. Patient said they needed better control of their incontinence. When asked for the event date, the patient said their symptoms never really went away. They just lessened, but then that it was in october when they had revision after falling and damaging lead wire. The agent walked the patient through connecting to their ins and successfully increasing their stimulation to a comfortable level at the bicycle seat area. Patient will maintain stimulation level and will continue to track symptoms.